Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent delivery accuracy testing, resulting in a functioning pump, delivering within specification. The reported customer complaint was unable to be confirmed.

Event description:
Information was received that a smiths medical cadd legacy infusion pump is over delivering. No patient injury resulted.

Event description:
Additional information received, no patient involvement occurred during testing.